Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and pump shutting down. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.